Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was delayed in responding to touch and sticking. There was no impact to the customer¿s blood glucose due to the reported issue. Reportedly, the customer applied more force to the button to resolve the issue. The customer reverted to manual injections for insulin therapy.